Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Investigation conclusions code 22: the diamondback coronary orbital atherectomy device instructions for use states that perforation is a possible adverse event which can occur with use of the diamondback coronary orbital atherectomy device. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a 90% stenosed, nodular, calcified lesion in the slightly tortuous right coronary artery (rca). One distal to proximal treatment was performed on low speed, and the patient experienced chest pain. A perforation was observed on imaging. In the opinion of the physician, the oad was pulled back too far and was operated outside of the target area. Angioplasty with a perfusion balloon was performed, and the perforation was resolved. The patient condition was good following the procedure.